Manufacturer narrative:
H10: the device was not received for evaluation, however, a photograph was provided for investigation. The visual inspection of the provided photo showed the product inside a plastic bag and only the product label was visible. The reported condition was not verified and the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten minutes into treatment with a polyflux 14l, an external fluid leak was observed from the header. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.